Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.00mm x 12mm nc emerge mr balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D. Suspect medical device: updated the d4 section.

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.00mm x 12mm nc emerge mr balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure. It was further reported that the device used was a 2.00mm x 15mm emerge balloon catheter not a 3.00mm x 12mm nc emerge mr balloon catheter.